Manufacturer narrative:
The ge representative performed an on site investigation. The circuit board and hard drive were replaced. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly. No report of patient injury.